Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 22 mg/dl while wearing the pod between 24 and 36 hours. Patient reportedly lost consciousness, fell and woke up on the floor with dried blood from her head to her knees. The patient was taken to the ER, where she was given scans and x-rays and blood pressure was checked. Doctor decreased patient's daily basal rate from 50 units to 12-15 units. The patient was released from the ER the same day and the pod was discarded. The patient's blood glucose history is as follows: (B)(6).